Manufacturer narrative:
Follow-up #1 01/11/2012 - device evaluation: the pump has been returned and evaluated by product analysis on 12/16/2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed without the basal rate changing and the pump was found to be delivering within specifications. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that on (B)(6) 2011 the patient obtained a blood glucose reading of "greater than 500 mg/dl". The patient experienced no symptoms of high or low blood glucose levels. The patient reviewed his pump settings and determined the basal programming was empty. Troubleshooting revealed the patient had replaced the battery on (B)(6), 2011 and had to reset the date/time. The patient reported he did not clear the basal rate settings on that day. It was also revealed the date/time were correct, all other settings were correct, the total basal/bolus totals did not match those programmed, and there were no issues with the infusion site or infusion set. The pump was replaced and requested returned for investigation. As the patient suffered blood glucose levels suggesting severe hyperglycemia after the pump basal programming settings were allegedly cleared, this complaint is being reported.